Manufacturer narrative:
Reference ID: (B)(4). The digital diagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digital diagnost 4.x indicating that the detector was defective. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that detector had been dropped, which cause image artifacts. Heavy shock was registered in detector shock log. Detector needs to be replaced. Philips sent quotation for detector replacement, but customer does not want to replace the detector until further notice and quote rejected. However, the customer preferred to use a detector from a second system, as customer only needed it very rarely. The fse calibrated the second detector and connected it to the system. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was defective due to detector drop. The device was in clinical use and there was no patient or user harm.